Event description:
Pt. Here for acl revision with allograft. During procedure the anthrex flipcutter splintered off into 4 fragments inside the pt's knee. All 4 fragments were recovered intact by surgeon during the surgery with the use of a c-arm. No adverse patient outcome. Manufacturer response for flip cutter, arthrex, inc. Flip cutter (per site reporter): not reported yet.